Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The patient¿s blood glucose level was 186 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display and solid white display due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and serial number label faded.